Event description:
It was reported that during patient treatment, the ventilator generated alarms for low o2 concentration. There was no patient harm. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the o2 and air gas module were replaced and returned for investigation. Simulated use testing and robustness testing of the received o2 and air gas module did not reproduce the described customer issue. Evaluation of the received device log shows a matching event on the reported event day, at 14:45 to 16:11 where the oxygen concentration was lower than the set value. A pre-use check was confirmed to be successful prior and after this ventilation period. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. The reported problem could not be reproduced, therefore the cause has not been established in this investigation.